Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: "tap close. Change the cartridge, tubing, and infusion site to ensure proper delivery of insulin. Resume insulin after changing the cartridge, tubing, and infusion site." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of approximately 400 mg/dl and moderate ketone levels. Customer was treated with an intravenous catheter, lantus shot, and a correction bolus. The customer was released from the ER 6 hours later with a bg of 340 and in ¿stable¿ condition. Reportedly, an occlusion alarm occurred. The alarm was cleared and insulin delivery was resumed.